Manufacturer narrative:
Additional information: device details. Reported event: an event regarding revision due to corrosion and abnormal ion level involving an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms revision of an anato stem for loosening occurred, the stem was placed as a revision implant and appears on x-ray to be undersized. Bone quality and sizing may have played a role in the early loosening however the root cause cannot be determined as insufficient information was available documentation which would aid in the further completion of this assessment would include: outpatient office / clinic notes hospital records device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: it was reported that patient was revised due to corrosion. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to corrosion and abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient has pain when walking and a rash on right side of hip. Updated additional legal information: it was reported through the filing of a lawsuit that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2010 and was implanted with an abg ii modular hip system. It is further alleged that the patient began to experience pain and elevated chromium and cobalt levels and underwent revision surgery on (B)(6) 2014. Update as per sales rep: it was reported that the patient had a right hip revision surgery due to hip pain. No additional information is available. Additional information received from duplicate pi: postoperative diagnosis: r tha revision due to stem-neck junction corrosion stem, liner and head where exchanged.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Reported event: an event regarding revision due to corrosion involving an abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Clinician review:a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms revision of an anato stem for loosening occurred, the stem was placed as a revision implant and appears on x-ray to be undersized. Bone quality and sizing may have played a role in the early loosening however the root cause cannot be determined as insufficient information was available documentation which would aid in the further completion of this assessment would include: outpatient office/clinic notes, hospital records, device history review: not performed as no lot was provided. Complaint history review: similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusion: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abgii modular stem is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient has pain when walking and a rash on right side of hip. Updated additional legal information: it was reported through the filing of a lawsuit that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2010 and was implanted with an abg ii modular hip system. It is further alleged that the patient began to experience pain and elevated chromium and cobalt levels and underwent revision surgery on (B)(6) 2014. Update as per sales rep: it was reported that the patient had a right hip revision surgery due to hip pain. No additional information is available. Additional information received from duplicate pi: postoperative diagnosis: r tha revision due to stem-neck junction corrosion stem, liner and head where exchanged.